Event description:
Per the audiologist, the patient reported a decline in auditory performance the last three months and recently developed a headache. The patient was treated for sinusitis but the headache continued. An x-ray done (date not reported) showed the electrode array to be in normal position. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple faulty electrodes. The patient's headache subsided after deactivating the faulty electrodes. Explant/reimplant surgery is planned, but had not been scheduled at the time of this report filed three months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.